Event description:
A pharmacist reported that during implantation of an intraocular lens (iol) reported that during implantation of an intraocular lens (iol) this report of the implant had a mark on the optic, near the visual axis, like a big scratch of 2-3 mm, straight, as if the implant was broken. The surgeon did not notice this when loading the implant into the cartridge (not done under the operating microscope) and it is also very possible that the plunger of the device used to put the implant in has damaged the optic (malposition). Doubt on manufacturing defect. Explantation of the implant, long procedure on a fragile eye and a monophthalmic patient. After the explantation, we had to stop the procedure because the ocular tension increased and did not allow us to continue. Additional information was requested and received stating immediate consequences were the enlargement of the incision, an extended work and then an important corneal oedema the next day. The implant was explanted and cut in several pieces in the eye with the scissors and was thrown way. During the explantation, there were other complications such as increased intraocular pressure and a prolapse of the iris through all the incisions, and we were not able to put in the 2nd implant which was already open on the operating table. The patient remained aphakic and we are considering a later implantation of a monofocal lens for the minimum of manipulation because the patient is monophthalmic. The optics of the implant were broken. It could very well be the injector - the piston - that broke it, but I am not sure because I did not look at the implant under the operating microscope before loading it into its cartridge.

Manufacturer narrative:
A portion of the lens with an attached haptic was returned inside a small specimen container. Blood and a clear liquid were observed on the lens. The optic was torn/split/cracked (possibly cut) with a large portion of the optic and the other haptic not returned for evaluation.. The returned portion of optic has multiple deep scrape marks and scratches on the anterior and posterior sides of the lens. The optic edge was chipped with a portion of optic lens material missing (not returned). The returned sample matches the attached photos. Complaint and product history records were reviewed and documentation indicated the product met release criteria. The file indicated the use of a qualified cartridge and viscoelastic. The indicated handpiece was unspecified. It is unknown if a qualified product was used. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Information was provided that it is "very possible that the plunger of the device used to put the implant in has damaged the optic (malposition)". Not enough information was provided to determine if a qualified handpiece was used. The IFU (instructions for use)instructs that an company qualified delivery system combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company recommends using the qualified company iol(intraocular lens) delivery system. The manufacturer internal reference number is: (B)(4).